Manufacturer narrative:
Product analysis conclusion; the reported inaccurate delivery event could not be assessed on the pre-implant film received; therefore the cause of the event could not be determined. Procedural angiograms or post-implant CT¿s showing the right limb deployed outside of the contralateral gate were not provided. Narrow and calcified distal iliac vessels were observed and it is unknown if this may have contributed to the inaccurate delivery event also in addition to the noted user error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iimb stent graft was implanted in a patient for the endovascular treatment of a 69mm saccular and symptomatic abdominal aortic aneurysm. The right access vessel size was noted as only 4mm. It was reported during the index procedure, a non mdt bifurcate stent graft was implanted via the left and a non mdt limb in the contralateral gate however this limb failed to open and so the physician implanted the endurant limb in the previous stent landing in the right common iliac. The left non mdt limb was extended to the left external iliac artery (internal iliac embolized with coils) as the proximal common iliac was aneurysmal and very short. The proximal neck and iliacs were ballooned, however final runs showed flow was restricted. The physician suspected the cause of the restricted flow was due to the size of the right access vessel (4mm). The c-arm was moved laterally to open the limbs up to ensure adequate flow - which appeared ok and the procedure completed. After the physician closed the groins it was noted that the patient's right foot was white so the physician decided to open the groin and perform a thrombectomy until it appeared clear however the patient at this time appeared to show signs of stroke. A scan was performed which demonstrated no adverse pathology. Follow up CT the next day, showed that the right limb was deployed outside the contralateral gate. The physician repaired it by placing non mdt stents alongside the existing endurant limb. Per the physician the cause of the inaccurate delivery was due to user error. No additional clinical sequelae were reported and the patient will be monitored.